Event description:
Patient reported providing letter of recommendation. In the letter it is stated the patient had two teeth develop carious lesion due to the aligners and hygiene with the aligners. Patient should not continue clear aligner therapy until their issue is under control.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.